Manufacturer narrative:
The device has not been returned. Should the device be rerurned an investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite 3d appliance has broken. Reportedly the bar to where anchor is attached fractured on the appliance. No injury was reported.

Manufacturer narrative:
Additional data: d4. Corrected data: h6. No physical device was received. Based on the provided information by the customer, the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number is: (B)(4).